Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the customer set the wrong date on the pump prior to the time of the report. Tandem technical support assisted the customer in updating to the correct time and date on the pump. There was no known impact to the customer's blood glucose.